Manufacturer narrative:
Product investigation summary: one cable crimper (part 391.882 / lot 502490) was received. Upon visual inspection of the complaint device, it can be seen the rivet that holds the spring and quick release trigger together is missing from the device resulting in the complaint description. The rivet was not returned with the device. A root cause could not be determined - most likely, the rivet fell off during sterile processing prior to surgery due to normal wear and tear including several sterilization cycles of the device during its 15+ year life span. The complaint condition is confirmed. The cable crimper is an instrument routinely used in the orthopedic cable system. It used to precisely deform the cable crimp after tensioning the cable has been performed and to keep the cable in place. The associated drawings were reviewed. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went to surgery for a hip fracture (side unknown). During the surgery while the surgeon was using a cable crimper, the quick release trigger broke. No components or fragments fell out of the device and the cable crimper was still functioning enough to finish the procedure. The procedure was successfully completed without any surgical time delay and/or surgical medical intervention. There was no harm to the patient. This report is 1 of 1 for com-(B)(4).